Event description:
Customer initially reports a ring of metal came off the end rim of the punch and embedded itself into the wound. Sliver of metal was visible. On (B)(6) 2012, the doctor reports via email that a punch biopsy was performed on the right temple area to rule out a cancerous change. The procedure was not complex. After performing the punch biopsy, the ring was faintly visible in the right light. The ring was removed with a hemostat. The procedure was delayed by a few minutes. No consequences to the pt reported. The situation would have been complicated if the foreign body was not appreciated at the time. No special post procedure treatment necessary, although the doctor was vigilant for any increased irritation to suggest any further foreign body. Normal wound recovery is expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.